Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that upon creating the flap during lasik procedure, a gas breakthrough occurred. The surgeon decided not to lift the flap. The status of the pt is unk. Additional info has been requested.